Event description:
The customer stated that she experienced high blood glucose levels. The customer stated that she noticed the reservoir was leaking insulin. The customer stated that changed the reservoir, and her blood glucose levels went back down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.